Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial under sensing and ventricular oversensing noted on stored electrograms. In addition, the ventricular capture threshold was trending upward. The right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.